Event description:
Subsequent to cataract surgery with implantation of the crystalens intraocular lens (iol) the patient presented with evidence of capsular fibrosis. The capsular contraction caused the iol to assume a "z" configuration, which resulted in a 5.0 d refractive error. The surgeon attempted to reposition the iol and later removed the lens and replaced it with a standard monofocal iol.